Event description:
According to the reporter, during a single-port thoracoscopic lobectomy (right upper lobe) plus regional lymph node resection, after cutting the lung tissue, the staple burst out and bleed. A different type of reload was then used, but the staple burst out again. This issue caused tissue damage. To resolve the issue, another stapler was used. Hemostasis at the bleeding site and monitoring of the patient's vital signs during the surgery were strengthened. It was noted that the procedure time was extended.

Manufacturer narrative:
D10. Concomitant products: 030459, 030459 endo gia r/or 60 4.8mm (lot t1j001x); 030449, 030449 endo giaii uni ins (lot p3d0207) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.